Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/09/2025, it was reported by a sales representative via (B)(4), an ar-3670 fibertak biceps implant system malfunctioned during use. While drilling for the fibertak anchor, the drill bit became lodged in the drill guide. The procedure was completed using another ar-3670 fibertak biceps implant system, with no reported case delay. Following the procedure, the surgeon was able to extract the drill bit from the drill guide using pliers. This was discovered during a proximal biceps tenodesis procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion. The complaint allegation could not be confirmed. The device was not received for evaluation, and no evidence of the reported failure was provided.